Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 01-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) year-old female patient who had essure (batch no. He011at) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, nulliparous, elective abortion and fibroids. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain secondary to functional cysts"), ovarian cyst ("abdominal pain secondary to functional cysts"), migraine ("catamenial migraines"), iron deficiency anaemia ("iron deficiency and anaemia") with fatigue and feeling cold, dysmenorrhoea ("most of the time the menstrual periods are not very painful") and adnexa uteri pain ("very sharp (7/10) and stabbing pain in the right ovary"). At the time of the report, the menorrhagia, abdominal pain, ovarian cyst, migraine, iron deficiency anaemia, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, dysmenorrhoea, iron deficiency anaemia, menorrhagia, migraine and ovarian cyst with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: uterus of normal size, persistence of a minimal collection of blood at the level of the uterine fundus of 0.51 cm x 1.75 cm - fibroma of the uterine fundus, known. Right ovary well visualized, presence of 4 cysts (the largest measuring 0.7 cm x 0.8 cm), regular, homogeneous, anechoic, no pain when passing the probe. Right ovary measuring 2.35 x 2 cm - left ovary difficult to visualize, non-cystic within the limits of the examination carried out, not precisely measurable absence of effusion in the douglas. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on 08-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 39-year-old female patient who had essure (batch no. He011at) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, nulliparous, elective abortion and fibroids. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain secondary to functional cysts"), ovarian cyst ("abdominal pain secondary to functional cysts"), migraine ("catamenial migraines"), iron deficiency anaemia ("iron deficiency and anaemia") with fatigue and feeling cold, dysmenorrhoea ("most of the time the menstrual periods are not very painful") and adnexa uteri pain ("very sharp (7/10) and stabbing pain in the right ovary"). At the time of the report, the menorrhagia, abdominal pain, ovarian cyst, migraine, iron deficiency anaemia, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, dysmenorrhoea, iron deficiency anaemia, menorrhagia, migraine and ovarian cyst with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: uterus of normal size, persistence of a minimal collection of blood at the level of the uterine fundus of 0.51 cm x 1.75 cm - fibroma of the uterine fundus, known. Right ovary well visualized, presence of 4 cysts (the largest measuring 0.7 cm x 0.8 cm), regular, homogeneous, anechoic, no pain when passing the probe. Right ovary measuring 2.35 x 2 cm - left ovary difficult to visualize, non-cystic within the limits of the examination carried out, not precisely measurable absence of effusion in the douglas. Batch no he011at production date 2015-10-16 expiration date 2018-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.